Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that it would not power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation, the battery pack did not power up a monitor or charge. Upon evaluation, the cells were depleted and the c3 capacitor was shorted. The cause of the inability to charge or power on a monitor is the shorted capacitor. The root cause of the shorted c3 capacitor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.